Event description:
Facility has four arjo maxilifts in use with non-ambulatory clients. These lifts were purchased and placed in use approximately five years ago. Recently one of the lifts failed and after disassembly and inspection indicated unusual gear wear. There were no indications of failure prior to the shearing of what was left of the teeth in the worm drive. It appears a brass gear - one gear of the worm drive-began breaking down and contaminated the gearbox grease causing accelerated failure. The second gear of the worm drive is carbon steel showing little if any wear. Rptr requested the remaining three maxilifts be inspected by maintenance dept (completed 11/07/02). Two of the three showed similar gear wear. One of these was immediately removed from service due to the extent of the wear. The other was tagged for light duty use only. Arjo was contacted to inform them of the situation. Rptr doesn't feel their response was appropriate for the type of equipment failure which occurred. It appears arjo is providing maintenance via arjo-century distribution. Contacting them, rptr was told the entire drive assembly would have to be purchased, not just the gear in question. Contacting the quality assurance dept of their home office, rptr was told they would contact distribution and straighten things out. After waiting one day, rptr called and left a message with quality assurance. Qa returned call the following day and informed rptr that they would be sending someone to inspect the lifts within 3 working days (72 hours). No one showed, and after placing a call to distribution the response was that without a maintenance agreement they were not responsible for the gear failure. Rptr has no documentation to indicate that any maintenance is required for the transmission/gear housing of the lift. Rptr's maintenance dept is fully capable of performing any required work on the lifts. It is rptr's understanding that at the time of purchase maintenance dept was told parts would be available for the lifts and they were provided with a complete parts breakdown for placing orders. Rptr's backround would typically call for an assessment of all lifts to determine whether a pattern of failure exists, establish a proactive maintenance schedule, and/or redesign the equipment. With three of four of facility's lifts showing the same type of breakdown, rptr believes other institutions should be contacted to determine the extent and severity of the situation. Rptr's concern is with safety. Someone could be seriously harmed if dropped due to a gear failure such as theirs. In rptr's opinion, not maintaining a service contract with arjo should not be reason to just drop through the cracks. At minimum, if gears are failing due to predictable or unusual wear, owners of lifts should be provided safety alert info and the specific components to make repairs.